Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 24th 2016, the reporter contacted lifescan (lfs) russia alleging that the patient¿s onetouch verio iq meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation. The reporter did not state when the alleged inaccuracy issue occurred but did state that a blood glucose result of ¿5.29 or 5.6mmol/l¿ with the subject meter was obtained which was compared to a result of ¿2.6 or 2.9mmol/l¿ on a calibrated laboratory device within 10 minutes of one another. It is not known what medication(s), if any, the patient takes to manage their diabetes, nor whether the patient had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter stated that an unspecified period of time after the alleged product issue occurred, the patient developed ¿hypoglycemia¿, but did not provide any specific symptoms which were associated with this. However, in response to this the patient was given a glucagon injection in hospital by a healthcare professional (hcp). The reporter was unable to provide any specific dates and times of the treatment which was received. At the time of troubleshooting the csr noted that the results which were obtained were invalid as the patient had used an alcohol wipe to disinfect their finger between tests. The unit of measure was set correctly on the subject meter. The patient¿s products have been replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient¿s testing technique was incorrect, thus invalidating the alleged high subject meter result, the patient reportedly developed hypoglycemia which required hcp intervention in order to prevent further serious injury after the alleged product issue began.